Manufacturer narrative:
Investigation summary: no product returned. Hematoma/asae: throughout support, patient had groin bleeding and hematoma, not resolved with manual pressure. Issue was successfully managed by tightening the perclose, stopping heparin, and adding additional sutures. The cause of the access site adverse event was use related as the groin site required tightening the perclose, adding additional sutures, and stopping heparin in order to improve the issue. Device history lot: device lot: 1991886. Device history batch: subcomponent lot: n/a. Device history review: this pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The treatment plan included resting the heart and managing the patient¿s refractory tachyarrhythmia. The patient experienced intermittent loss of aortic pulsatility. Although the patient¿s volume status had improved, oozing persisted at the impella insertion site. Manual compression was continued without success, and the team considered tightening the perclose device. The patient survived the procedure.